Event description:
Pt's one touch meter was reading inaccurately high. She went to the emergency room because she received a result above "200 something." The emergency room meter result was not provided. She was not given any medical treatment. She also reported that her "meter doesn't turn on, but was still getting high readings." It is unclear if she had experienced intermittent power issue with the meter, if she was still able to get results. During troubleshooting, it was discovered that the meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The pt has stated that she never changed the unit of measurement in the meter settings. She was unable/unwilling to answer if the meter was coded correctly. Based on the information provided, there is indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt did not go into the meter settings. There is no information to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.